Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported that the hcp was aware of at least two separate patients where they had their pumps fail before they reached the elective replacement indicator (eri) or end of service (eos). The hcp reported that the events happened so long ago that she could not remember if they had been reported. The patient did not remember the patient names. No patient symptoms were mentioned. No further complications were reported.